Event description:
It was reported that during unpacking, a stent dislodgment occurred. When the stent protector was removed from the 3.5x32mm liberte' bare metal stent, the stent dislodged from the balloon. The procedure was completed with another device. As there was no pt involvement, no complications occurred.